Event description:
No event update.

Manufacturer narrative:
Additional information was received and this case has been re-opened. The investigation results have been updated. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Trend analysis: no trigger considering the following event is identified: plate breakage no lot trigger: no similar investigated events for the same lot number 2970099 have been found. Review of event description: it was reported that the ncb plate broke due to a fall. The patient fell and thereby the plate broke. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion summary it was reported that the ncb plate broke due to a fall. The patient fell and thereby the plate broke. The in vivo time is unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. Therefore, the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00279.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trigger considering the following event is identified: plate breakage event description: it was reported that the ncb plate broke due to a fall. The patient fell and thereby the plate broke. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that the ncb plate broke due to a fall. The patient fell and thereby the plate broke. The in vivo time is unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. Therefore, the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The ncb femur plate broke due to fall of the patient.